Manufacturer narrative:
Fourteen samples and photos received for investigation. Through visual inspection, damaged barrel, embedded black dots on the plunger and barrel, yellow embedded stain on the barrel, black spot on the flange, and syringe discoloration are observed. No other defects or issues observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the teams investigation, possible root cause for damaged barrel is associated with sensor detection. Sensor will be updated. For black dots , discoloration, and yellow stain is associated with molding process, manufacturing personnel have been notified and additional training to reinforce has been performed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
No additional information.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok had a scale marking issue. The following information was provided by the initial reporter translated from japanese to english. "It was reported that during inspection at togo medikit, mixed foreign substances and poor labeling were confirmed.".